Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer reported that he obtained blood readings between 200 mg/dl and 210 mg/dl on his contour xt meter. He compared those readings with the physician's meter and obtained readings between 102 mg/dl and 105 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected product, contour xt meter (serial # (B)(4)). A fixture test was performed using the returned meter and an e9 error was obtained, which was indicative of meter malfunction. Upon further investigation, the meter turned on as expected. The customer service mode for the meter was reviewed and no anomalies were found. A control test was run to check the meter functionality, however, when the test strip was inserted into the meter an error code was generated. The meter casing was removed to inspect the strip port and printed wire board. It was found that the printed wire board was damaged. The potential cause for the printed wire board being damaged was due to the blunt force trauma, such as dropping the meter. This is an isolated event related to the damage of printed wire board.